Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that, every now and then, the patient used to feel a little surge. It was noted they hadn¿t felt that for a long time, but they figured something had triggered it to make the surge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there was no particular circumstance that led to the little surges. There was no change in their activities; it was just doing it every now and then. No steps were taken to resolve the issue; it wasn¿t anything that caused problems and nothing that caused pain.